Event description:
It was reported that this incident involved a pt how was in very poor condition after undergoing a second double bypass operation. Pt was expected to expire. After the iab was inserted the catheter was repositioned to optimize the placement. After repositioning, blood was noticed in the helium tubing. The iab was removed and the pt expired before a second iab could be placed.